Manufacturer narrative:
The device was returned to the MFR and analyzed. The customer's initial report of a decrease in fiber vaporization, is not considered a reportable issue. Upon analysis of the fiber, the fiber's glass cap was found to be detached, and the metal cap showed signs of detritus and overheating; the cap was not returned. There was no indication or report of any part of the device remaining inside the pt. The fiber condition would likely result in activation of the system's fiberlife function (high fiber tip temperature/overheating) which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and or send the system to standby mode. Based on the analysis findings, a detached fiber cap will also result in forward firing on the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.

Event description:
The customer reported a decrease in vaporization efficiency at 310,580 joules during a prostate procedure. The case was completed with a second fiber. It was reported that there was no pt injury.